Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are deflation, "itching around the chest, and lop-sided on the top and wrinkling."

Event description:
Patient reported a right side possible deflation, "itching around the chest" and right side implant is "lop-sided on the top and wrinkling." Device remains implanted.